Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The delivery wire is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization at the ba-tip, after implanting a no tip 4mm x 30mm enterprise intracranial neurovascular stent (enc403000, 5711205) the physician attempted to get to the distal portion with the delivery wire, but it did not pass through. Therefore, the delivery wire was attempted to be removed but it was stuck and was not able to be removed (reason is unknown). Therefore, the entire system was removed after the treatment was completed by coiling with a jail, which was successfully removed. The physician believed that there was no problem with the operation of the sl10 microcatheter (mc) when the delivery wire had been stuck. It's an unthinkable situation that kink of the sofia catheter. The phenom catheter also had no kink. No patient consequences were reported. Only the delivery wire will be returned for analysis. A continuous flush was done. The lesion was ba~pca. Concomitant devices are a dac (sofia select), a microcatheter (phenom 21, medtornic), and a microcatheter for coiling (exselsior sl10).

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicating that an adequate flush was maintained through the devices. There was no report that the procedure was prolonged due to the event. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a stent assist coil embolization at the ba-tip, after implanting a no tip 4mm x 30mm enterprise intracranial neurovascular stent (enc403000, 5711205) the physician attempted to get to the distal portion with the delivery wire, but it did not pass through. Therefore, the delivery wire was attempted to be removed but it was stuck and was not able to be removed (reason is unknown). Therefore, the entire system was removed after the treatment was completed by coiling with a jail, which was successfully removed. The physician believed that there was no problem with the operation of the sl10 microcatheter (mc) when the delivery wire had been stuck. It's an unthinkable situation the kink of the sofia catheter. The phenom catheter also had no kink. No patient consequences were reported. Only the delivery wire will be returned for analysis. A continuous flush was done. The lesion was ba~pca. Concomitant devices are a dac (sofia select), a microcatheter (phenom 21, medtornic), and a microcatheter for coiling (exselsior sl10). Additional information was received indicating that an adequate flush was maintained through the devices. There was no report that the procedure was prolonged due to the event. The product was returned to cerenovus for evaluation. Upon arrival, the device was visually inspected, as the event mentions, only the delivery wire was returned for evaluation as the stent remains implanted. The delivery wire was inspected and no abnormalities were found on it. The functional analysis could not be performed due to only the delivery wire was returned for evaluation. The stent must be still inside the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5711205. Indicating this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding the delivery wire being impeded inside the microcatheter could not be confirmed since the functional analysis could not be performed, also no damages were found on the device that contribute to the complaint. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.